Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the charged coupled device, the rigid tube was dented. The light guide bundle was chipped the objective lens was damaged, the rigid tube was damaged, component failure of the rigid tube, component failure of the light guide bundle, component failure of the objective lens, insufficient light due to the universal cable, fiber cone corroded and component failure of the fiber cone a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was cloudy. The event occurred during service/maintenance. There were no reports of patient involvement.